Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air water channel and foreign body in the air/water cylinder (tube). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A root cause could not be identified. It is likely the following led to the malfunction: failure to follow instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correction. Updated fields: d4, h2, h4, h6, h11 corrected fields: h6 type of investigation b11, b14 (removed), h6 investigation findings c1502(removed), investigation conclusion d1101 (removed) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.